Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient with history of left lower extremity saphenous vein thrombosis with contraindication to anticoagulation due to anticipated thoracic spinal surgery had a vena cava filter deployed in an infrarenal position. Nine days post filter deployment, imaging performed for filter position and postoperative follow up demonstrated a tilted filter with two limbs perforating through the inferior vena cava and one of the limbs appeared to be within the right renal vein. Approximately seven years and three months post filter deployment, during scheduled retrieval, an inferior venacavogram demonstrated the filter with two detached limbs. The filter was removed; however, the two detached limbs remained in the patient. An additional filter limb detached, which likely occurred during filter retrieval and attempts at retrieving this limb were unsuccessful. An inferior venacavogram demonstrated no evidence of extravasation or thrombus. A CT scan of the abdomen demonstrated the three detached filter limbs: one completely extraluminal; one embedded within the lateral wall of the cava; and one 2/3 extraluminal and 1/3 intraluminal. The physician indicated that the risk of embolization of any of these struts was essentially zero and that the patient did not wish to undergo another procedure at that time for retrieval of the struts. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical record review, the investigation can be confirmed for detachment of filter limbs, perforation and tilt. However, the investigation is inconclusive for filter retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated, tilted, and filter limbs were unable to be retrieved. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated, tilted, and filter limbs were unable to be retrieved. The device has been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The patient with history of left lower extremity saphenous vein thrombosis with contraindication to anticoagulation due to anticipated thoracic spinal surgery had a vena cava filter deployed in an infrarenal position. Nine days post filter deployment, imaging performed for filter position and postoperative follow up demonstrated a tilted filter with two limbs perforating through the inferior vena cava and one of the limbs appeared to be within the right renal vein. Approximately seven years and three months post filter deployment, during scheduled retrieval, an inferior venacavogram demonstrated the filter with two detached limbs. The filter was removed; however, the two detached limbs remained in the patient. An additional filter limb detached, which likely occurred during filter retrieval and attempts at retrieving this limb were unsuccessful. An inferior venacavogram demonstrated no evidence of extravasation or thrombus. A CT scan of the abdomen demonstrated the three detached filter limbs: one completely extraluminal; one embedded within the lateral wall of the cava; and one 2/3 extraluminal and 1/3 intraluminal. The physician indicated that the risk of embolization of any of these struts was essentially zero and that the patient did not wish to undergo another procedure at that time for retrieval of the struts. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical record review, the investigation can be confirmed for detachment of filter limbs, perforation, tilt. However, the investigation is unconfirmed for the alleged retrieval difficulties as there is no evidence of difficulties removing the filter in the medical records. Labeling review: per the IFU (instructions for use) : warnings: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).